Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of malaise ("sick") in a (B)(6) female patient who had essure inserted. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced malaise (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the malaise outcome was unknown. The reported cause of death was embolism. The reporter considered malaise to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("was on essure, performed a total hysterectomy to remove it") and fatal embolism ("embolism") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("sick"). The patient was treated with surgery (total hysterectomy). On unknown date, she experienced embolism (seriousness criterion death). Essure was removed. By the time of death, the medical device removal and malaise outcome was unknown. The reported cause of death was embolism nos. The reporter considered embolism, malaise and medical device removal to be related to essure. The reporter commented: she had a hysterectomy, she died a few days later from na embolism. Incident this (B)(6) female consumer underwent a hysterectomy for removal of essure (fallopian tube inert). A few days later, she had a fatal embolism (unspecified). Embolism is unanticipated, while device removal is anticipated for essure. Although no cause for the device removal was specified, considering the nature of the event, it was regarded as related to essure and this case regarded as incident. This report was posted on social media with minimal information, the consumer¿s historical and concomitant medical conditions, medications, risk factors for thromboembolic events other than the recent surgery, or details for the ¿embolism¿ were not reported; however considering it occurred a few days after the hysterectomy, it was most likely a post procedure thromboembolic event, therefore considered unrelated to the device itself. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("was on essure, performed a total hysterectomy to remove it") and fatal embolism ("embolism") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), embolism (seriousness criterion death) and malaise ("sick"). The patient was treated with surgery (total hysterectomy). Essure was removed. By the time of death, the medical device removal and malaise outcome was unknown. The reported cause of death was embolism nos. The reporter considered embolism, malaise and medical device removal to be related to essure. The reporter commented: she had a hysterectomy, she died a few days later from na embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaints. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.